Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenum during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. The physician cut the sheath using an endoscopy loop cutter to release the clip. This device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿no patient harm.¿

Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be under 18 years old. Reported event of clip failed to release. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.